Event description:
The customer reported that the system displayed multiple errors resulting in intermittent fluoroscopic functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cap module, filament driver pcb, backplane pcb and igbt assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.